Event description:
This valve was implanted and pt was removed from pump. Echocardiogram revealed posterior leaflet was not opening properly. Pt was placed back on pump and remnants of the papillary muscles were removed through the valve. One leaflet was still sticking, the valve was explanted and replaced with a 27mm sjm mechanical valve. The pt expired 2 weeks postoperatively.

Manufacturer narrative:
On 29 sept, 1997, prof. Dr. And dr., implanted a 25 mm mitral st. Jude medical mechanical heart valve (model 25m-101). The pt preoperative diagnosis was coronary disease and mitral stenosis. The annulus was decalcified during this implant procedure, and the valve was implanted utilizing 12 "teflon-armed" sutures. The pt was then removed from pump, and echocardiogram revealed the posterior leaflet was opening with every 3-4 beats, remaining closed otherwise. Anterior leaflet function was normal. The aorta was reopened and a certain resistance was again felt, followed by normal leaflet function. Remnants of papillary muscles were removed at this time, through the implanted prosthetic heart valve. The pt was again removed from bypass, and echocardiogram revealed the same leaflet sticking. The pt was placed back on pump and a pledgeted suture, which was believed to be a possible cause of the leaflet impedance, was removed through the valve. The atrium was closed again, and the pt was removed from pump. Echocardiogram again revealed the same leaflet exhibiting immobility. The pt was placed on pump again, and the valve was explanted and replaced with a 27 mm mitral st. Jude medical mechanical heart valve (model 27m-101). Postoperatively, the pt was transferred to the ICU in good general condition, however, the pt expired some time postoperatively. Results of investigation: the valve was received in the st. Jude medical heart valve div fer analysis laboratory in a st. Jude medical product return kit, submerged in a liquid solution. The sewing cuff was reddish-brown in color, and contained no sutures. Both leaflets were observed to open and close normally. The carbon surfaces of the valve were covered with a granular substance appearing to be blood and/or body fluid. The valve was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and orifice were found to be unremarkable. The valve was then disassembled for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st. Jude medical's specifications. The leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the add'l testing performed through th